Manufacturer narrative:
D10: concomitants: 4310307 180-01-54 - nv crown cup clstr hole 54mm group 2. 4793632 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. 4821700 180-65-35 - alteon 6.5mm screw, 35mm. 4927300 180-65-25 - alteon 6.5mm screw, 25mm. 4999457 164-01-13 - element-stem, collarless w/ha, std offset, sz 13. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 69 months after a left hip replacement procedure, the patient underwent a revision procedure to address adverse local tissue reaction, synovitis, osteolysis, superior wear of the rim. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D1: corrected the following: brand name. H6: corrected the following: health effect - clinical code, type of investigation. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.